Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware.

Event description:
It was reported the patient experienced frequent and extended charging of the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible device and the patient was doing well postoperatively. The explanted ipg was discarded per hospital policy.